Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (not holding charge) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to mismatched voltage of the battery tri-cells (2.212v, 1.613v, 2.359v). The root cause for the mismatched tri-cells could not be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A zoll territory mgr called zoll customer support to report that a (B)(6) female pt's battery was not holding a charge. The pt was issued a replacement battery.